Event description:
Hill-rom received a report from a hill-rom technician stating the bed exit will not alarm. The bed was located at the account on the 1st floor. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the right head siderail switch was inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the right head siderail switch to resolve the issue. Based on this information, no further action is required.